Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that surgeon evaluated the patient under anesthesia and there some laxity present during e.u.a. He plan was to exchange the poly for a thicker one. The poly was removed and verified for size and thickness. The surgeon inspected the femoral component and it was fixed. The tibial component came loose with minimal effort. The surgeon decided to revise the whole need with a competitive company. There were no instruments broken during case. The implants were retrieved as a whole. Loosening on tibial component and loosening interface on cement to implant. Cement manufacturer unknown. Doi: (B)(6) 2016; dor: (B)(6) 2018: right knee.

Manufacturer narrative:
Product complaint # (B)(4).